Manufacturer narrative:
Used suture pieces and one empty opened foil of product were returned for analysis. During the visual inspection of the suture pieces, body fluids along of strands were found and the ends were cut appears to be by the use of a surgical instrument. Due to the condition of the samples no visual test could be performed to the barbs. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the suture pieces, it could not be determined what may have caused the reported issue of performance-barb non-engagement in tissue

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2018 and barbed suture was used to close the capsule. The suture barbs did not hold the tissue, so were pulling out. The procedure was completed with a competitive suture with no patient consequences reported.

Manufacturer narrative:
(B)(4).